Event description:
Pt reported obtaining back-to-back blood glucose results, of 382 mg/l on her meter and 150 mg/dl on a professional meter. Pt did not modify the therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: meter, strip lot 20656042 with expiration date 05/31/2008.

Manufacturer narrative:
The suspect product is the compact strip.